Event description:
It was reported to covidien in 2009, that a customer had a product problem with a feeding tube. The customer reported that the ICU rn attempted to place a ng tube, but was not able to pass it past the right or left nares. The charge rn then attempted and easily passed the tube on the right side. Air was auscultated over the stomach and an x-ray was obtained. The x-ray showed a pneumothorax in the right lung. The md was notified, and ultimately the pt had a chest tube to relieve the pneumothorax.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.